Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Additional follow up with the customer confirms there was no medical event which occurred with this issue. The previous initil report was filed in error. No further reports are required.

Event description:
A customer reported via a webform a sensor error message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.